Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent replacement of the scs system's implantable pulse generator. Reportedly, the device would no longer communicate with external devices. Effective stimulation therapy was restored postoperatively.